Event description:
The physician was attempting to deploy a 2.25 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent in the rca of a patient that exhibited severe calcification. It was reported that the stent dislodged in the patient's peripheral system and no attempt was made to retrieve the stent. It was also reported that the endeavor resolute stent had to cross a previously deployed stent. No patient injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4): results: (patient lesion morphology severely calcified), (dislodgement). Conclusion: (patient lesion morphology severely calcified).